Event description:
The device was returned for service. The event history was reviewed by baxter service technician and failure code 803:20 was found. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.